Event description:
It was reported the patient was instrumented posteriorly from t8-ilium with a pangea construct in 2012. The patient had kyphosis above the previous fusion and complained of difficulty keeping her head up. The surgeon performed a 2 stage revision procedure on the patient on (B)(6) 2014 and (B)(6) 2014. The revision was done due to back pain that was radiating down to the patient's legs. During the revision on (B)(6) 2014, the surgeon removed 2 rods, 10 of the pangea screws and the 19 pangea locking caps. He replaced the 10 removed pangea screws with uss dual opening titanium screws. The surgeon left 9 pangea screws implanted in the patient and extended the fusion from t8 up to t4 with uss dual opening. Both rods (right rod-400mm & left rod) from the initial 2012 surgery were broken between l5 and s1 level - non-union. There was no screw placed at right l5. After placing the new uss dual opening screws, the surgeon performed some decompression and closed the patient. The second revision was performed on (B)(6) 2014. The surgeon performed an l5-s1 anterior lumbar inter-body fusion. While placing the femoral ring allograft spacer, one of the tips of the distractor blades broke during distraction. The fragment was retrieved with no harm to the patient. The anterior part of the procedure was successfully without any delay. The surgeon then positioned the patient prone and completed the posterior part of the procedure. The rods were connected and iliac screws placed with universal spine system dual opening. The procedure was successfully completed this report is for broken ride side rod, implanted in 2012 and broken postoperatively between level l5 and s1, site of non-union. This is report 1 of 9 for (B)(4).

Manufacturer narrative:
A review of the device history records (DHR) was performed and indicate that the reported product was manufactured in accordance with all established requirements with (1) nonconformance (ncr) reported. Ncr record (B)(4) indicates that black marks and scratches were detected on 7/44 pieces during operation 50: anodize (gold). Ncr (B)(4) further indicates that the (7) nonconforming pieces were removed from the process and scrapped. The remaining (37) pieces were moved to subsequent manufacturing operations. The remaining (37) pieces successfully completed all subsequent manufacturing operations with no additional nonconformities reported. DHR records for part # 498.116, lot# 6619968 further indicate that the product lot of (37) pieces underwent all specified inspection requirements with no additional product nonconformities reported. There is no objective evidence indicating that the reported nonconformance of black marks and scratches are relevant to the complaint condition reported as broken : postoperatively. DHR records for the reported lot indicate that the product was produced from (B)(4), p/n 21100, lot# 6510513 in accordance with established specifications. Further review indicated that a re-work was performed for surface finish requirements for specific raw material lots and that all nonconformance reports indicated there is no objective evidence indicating that the rework was relevant to the complaint condition reported as broken: postoperatively. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.